Event description:
During an emergent laparoscopic appendectomy the harmonic scalpel was used to come through the mesentery. Half way through the dissection the harmonic did not appear to be cauterizing properly. When it was withdrawn from the mesentery the device was noted to be missing one of the tips. The tip could not be located in the surrounding tissue despite a thorough search and irrigation. The patient's underlying condition (low platelets) prohibited a more invasive and prolonged search so the decision was made to abandon the search and complete the case with alternate instrumentation. The incident was disclosed following the case. There is no apparent harm to the patient at this time.